Manufacturer narrative:
Conclusion: no longer supported , remains.

Event description:
The manufacturer's representative reported that their implantable neurostimulator was removed due to pocket soreness. The healthcare provider was not sure at the time of the report if they would replace the implantable neurostimulator with another in time. It was noted that the leads were left implanted and only the implantable neurostimulator was removed. Should additional information be received, a follow up report will be sent out.

Event description:
It was reported that the patient wanted the stimulator taken out as he had issues with the stimulator that started about 6 months ago. It was noted that for the first 6 months, the stimulator helped and therapy relieved the patient¿s legs. It was noted that it was ideal at first and very satisfactory. However, now the stimulator was not providing the relief that it originally did. As time went on, the implantable neurostimulator (ins) dropped/moved. It was above the belt line and now was below the belt line. The stimulator had slide down in the patient¿s body and was causing him bruising. The patient stated that ¿it might need repositioning and they had been adjusting it but it caused him too much pain in his body and it moved around.¿ it was noted that it ¿moved up and down and sideways¿ and was very loose. It was noted that it went to other places besides where it needed to be and took up a lot of space. The reporter noted that several adjustments had been done and the patient would get temporary relief but now it had ¿gotten out of position and it was painful to him.¿ the patient stated that his belt and shirt was causing him pain when it was over the device. The patient had to turn therapy off because the ins was causing pain in his stomach due to the described complications. It was further noted that the patient¿s system was ¿not working right.¿ it was noted that the patient had an appointment with the manufacturing representative on (B)(6) 2014 for an evaluation and adjustment of the stimulator. It was noted that the patient had an appointment on (B)(6) 2014 with the health care professional who would determine the treatment for the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).